Event description:
It was reported to philips that no arc movements were possible.no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that biplane indicating that no ap bow movement works. Review of the log files showed malfunctioning geo-pc. Upon troubleshooting fse found can communication errors. Fse reconnected the connectors which resolved the problem temporarily. The defective part was returned for analysis, the failure analysis of the geo pc q35 can card showed that there was no failure observed. However, to resolve the issue fse replaced geo pc and geo io box. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.